Event description:
It was reported that the handpiece was giving an error 5 during a lap hysterectomy case. Different disposables were tried with the handpiece and the handpiece received the same error 5 instrument error. A second handpiece was tried and the case was completed with no patient consequence. The first handpiece was tested with a test tip after the case and received error 3 handpiece error.

Manufacturer narrative:
Evaluation summary: the handpiece was returned in good visual condition. It was tested on a generator and gave an error code 5. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.